Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator blades and filter ladder did not move during initialization. The representative freed y collimator blades and the filter ladder. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system will not fully boot as the pendant is showing a collimator error. There was no patient present when this issue was identified.